Manufacturer narrative:
H2) additional information was added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that there was a chance of another issue. The frame could be bent, or the pins where optical markers where attached might be bent. Additional information was received indicating the probable cause stating that the optical markers could be coated by debris or fluid, the frame could be bent, or the pins where optical markers are attached might be bent

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in a lumbar spine procedure. It was reported that the small passive frame was defective as it was not continuously seen by the optical localizer. The optical localizer was able to track/see the instrument intermittently. The probable cause was that the optical markers could be coated by debris or fluid. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.